Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Multiple non-sustained episodes of t wave oversensing including an episode that inappropriately shocked due to the oversensing. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the clinic for hearing tones. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.